Event description:
It was reported that this lead was attempted due to an unknown product performance issue. There were no additional adverse patient effects reported. The lead was never in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).